Event description:
Technical support visited account on (B)(6) 2007 to troubleshoot and noted that after a few minutes there was a 20-25 mmhg mean arterial pressure (map) discrepancy when using a 70 anm slave cable between the vigilance ii computer and ge solar 8000m bedside monitor system. No patient complications were reported.

Manufacturer narrative:
(B)(6). The device was not returned for evaluation. Edwards lifesciences visited account on (B)(6) 2007 to troubleshoot and understand root cause of discrepancy reported 01/05/2007. The ge sales rep also furnished testing and verified that there was a dynamic waveform sent out of the ge solar's analog output port. Testing at that time indicated that the arterial waveform at 150 bpm for 30 hours and the vig ii correlated accurately with the ge solar over the entire period. Visit did not resolve whether the issue was related to the output of the ge solar or the vigilance ii to "receiving system." Further investigation is being conducted at this time. The dfu instructs the user to verify the slaved map values with those displayed on the bedside monitor. Reference vigilance ii dfu, section 2-6. The statement is as follows: "caution: the accuracy of continuous svr, vqi and o2 el depends upon the quality and accuracy of the map, cvp and sao2 data transmitted from the external monitors. Since map, cvp, and sao2 analog signal quality from the external monitor cannot be validated by the vigilance ii monitor, actual values and the values (including all derived parameters) displayed by the vigilance ii monitor may not be consistent. The accuracy of continuous svr, vqi and o2i measurement, therefore, cannot be guaranteed. To aid in determining the quality of the analog signals, regularly compare the map, cvp and sao2 values displayed on the external monitor to the values displayed on the vigilance monitor. Refer to external input device operator's manual for detailed inform. Regarding accuracy¿" device 2: brand name: pressure slave cable; common device name: analog slave cable; (B)(4) model#: 70anm5, catalog#: na, serial#: na, lot#: na, expiration date: na, other#: 2006-12.